Manufacturer narrative:
Information added/updated to section b4, g3, g6, h2, and h6 (component code, type of investigation, investigation findings, and investigations conclusions) additional h6 type of investigation code: labelling review and analysis of images. H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Based on the complaint investigation, the complaint for inability or difficulty to insert device into transseptal puncture location was confirmed with objective evidence. Per the instructions for use (IFU), atrial/septal injury is a known potential adverse event which has been identified as a possible complication of the pascal implant procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to vascular injury. The imaging evaluation (ie) noted a pericardial effusion but could not identify the contributing factors. There were no echo signs of cardiac tamponade. The ie was unable to confirm any device related issues or malfunctions. The available information is unable to suggest a likely root cause that contributed to the reported event. Therefore, a definite root cause is unable to be determined. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per the report received from germany, edwards received notification of a pascal precision procedure in mitral position. After implantation and before removal of the guide sheath (gs) a pericardial effusion (pe) in front of the right ventricle but overall all around the heart, was noticed. Punctures of the interatrial septum (ias) were performed without complications. Just before removing the gs and after moving to the right atrium with the system, a pericardial effusion in front of the right ventricle but overall all around the heart, was noticed. Patient experienced electrocardiogram and heart rate changes. A pericardiocentesis was performed. The pe was punctured immediately after the procedure, and 300 ml were aspirated. At that time, 7000 iu of protamine was administered. The act was 153 seconds and the blood pressure was 137/71mmhg. Patient's final outcome was stable condition. After internal review of procedural imaging, there is no pericardial effusion evident during transseptal puncture, nor during the first pascal implantation. After the guide sheath is removed, imaging demonstrates a pericardial effusion measuring up to 2.2cm in diastole. The effusion is circumferential. There are no echo signs of cardiac tamponade. Contributing factors are indeterminable.